Manufacturer narrative:
(B)(4). Having an open clamp on an unused supply line is a known cause of air in the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This event occurred during fill one. The patient was connected at the time of the alarm. The patient stated that they see air in the patient line. The patient stated that they had a clamp open on an unused supply line. The technical service representative advised the patient that they must close clamps on supply line if not in use. The technical service representative advised the patient to start over with new supplies. The technical service representative reviewed proper procedures with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.